Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter closure of secundum atrial septal defects in pediatric patients: a 15-year single- center experience were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect (asd) including single or multiple secundum asds.. Some of the complications reported were device embolization, surgical intervention these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title: transcatheter closure of secundum atrial septal defects in pediatric patients: a 15-year single- center experience

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: transcatheter closure of secundum atrial septal defects in pediatric patients: a 15-year single- center experience. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter closure of secundum atrial septal defects in pediatric patients: a 15-year single- center experience", was reviewed. The article presented a retrospective, single center study on the center's experience with transcatheter closure of atrial septal defects (asds) over the last 15 years. Devices included amplatzer septal occluder, occlutech figulla asd occluder, lifetech ceraflex, and solysafe septal occluder. The article concluded that with appropriate patient and device selection, transcatheter closure is a safe and effective treatment for secundum asd and should be the first treatment of choice. [The primary and corresponding author was eser dogan, department of pediatric cardiology, faculty of medicine, ege university, izmir, turkey, with corresponding email: eserdogan86@hotmail.com] the time frame of the study was from january 2007 to january 2023. A total of 323 patients were included in this study, of which 277 (85.8%) received an abbott device. The average age was 8.08 years and the majority gender was female. Comorbidities included atrial septal defect (asd) including single or multiple secundum asds.